Manufacturer narrative:
Findings: pump was received with intermittent button response due to flattened down arrow button dome switch. Keypad connector was fully locked. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer advised the pump will be replaced.